Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is being filed under separate medwatch reports.

Event description:
This is filed to report the air embolism requiring cardiopulmonary resuscitation (CPR). It was reported that this was a mitraclip procedure to treat a myxomatous mitral regurgitation (mr) with a grade of 4. One clip (80817u154) was implanted, reducing the mr to 2. The second clip delivery system (cds 80817u158) was advanced to the left atrium. While straddling the system, something was seen on the echo, which was suspected to be air. The patients became hypotensive which was treated with medication and cardiopulmonary resuscitation (CPR). It was observed that the steerable guide catheter (sgc 80809u138) was completely empty; therefore, the sgc was removed. Outside the anatomy, the devices were rechecked and the sgc functioned without issue. It was suspected that one of the 3-way stopcock connected to the sgc was lightly open which allowed air to enter the anatomy. The procedure was discontinued due to the hypotension. One clip was implanted, reducing the mr to 2. The patient was hemodynamically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported patient effects in this incident could not be determined. The reported patient effects of emboli (thrombus) and hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following additional information was received: there was no attempt to re-insert the steerable guide catheter (sgc) and the clip delivery system (cds) into the patient anatomy. No additional information was provided.